Event description:
Reportedly the distal end of the balloon was severed after post dilatation of two xience v stents. The lesion was pre-dilated with a non-abbott dilatation catheter and two xience v stents were implanted (4.0x18 and a 4.0x28). Then the two stents were post dilated 8-10 times with the voyager balloon catheter without any issues. No resistance was felt; however, when the balloon catheter was being withdrawn out of the guide catheter, the distal end of the balloon was noted to be severed and was found at the end of the guiding catheter. The physician tried to trap the separated piece, but was unsuccessful so, he pulled the guide wire and guiding catheter out of the patient; however, then the physician could not find the separated balloon. The separated piece was found at the tip of the sheath and was removed with the sheath successfully. The xience v stents and artery were fine. The patient was fine. No patient effects. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: pro water; guide catheter: medtronic jr4 6 fr; stent: xience v (4.0x18 and a 4.0x28). Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood visible in the balloon, inflation lumen, and on the hypotube, which is consistent with a leak or separation while in the patient anatomy. The balloon was loosely folded. The shaft had separated 5 mm distal to the guide wire exit notch, confirming the reported separation. The separated portion was returned inside a non-abbott introducer sheath. The proximal end of the balloon was located at the distal end of the introducer sheath. The material at the separation was stretched and jagged, suggests that the separation may be related to tensile overload (material stress/fatigue). The entire length of the balloon was wrinkled. There was a kink in the shaft 1.7 cm distal to the separation and a kink in the hypotube bayonet, which may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was blood inside the entire length of the introducer sheath. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. It is possible the balloon was not completely deflated prior to the removal of the catheter, resulting in resistance during retraction. Further, if force was applied to the catheter as resistance was encountered, this would contribute to the shaft ultimately separating and the noted wrinkled balloon as evident on the returned device; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported shaft separation could not be determined. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.